Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly. The pull wire was retracted out of its distal detachment tip. Conclusions: evaluation of the returned device revealed that the embolization coil was detached from its pusher assembly. The pet lock was broken on the proximal end of the pusher assembly. The pull wire was completely retracted out of the ddt. The breaking of the pet lock and the retraction of the pull wire likely occurred due to improper handling during use. The root cause of the ruby coil getting stuck within the introducer sheath could not be determined. The kinks in the pusher assembly were likely incidental and may have occurred while packing the device for return. The introducer sheath and embolization coil were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter the physician noticed that the ruby coil was stuck within the introducer sheath and unable to advance into the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.